Event description:
A report was received that the patient was no longer feeling stimulation. High impedances were noted on the paddle lead. The patient had undergone bone wax wherein the physician wiped off any residue and impedances were fine.